Event description:
On (B)(6) 2011, wife reported the down button on the infusion device is defective. This was first noticed a couple of months ago. Patient has used this infusion device for "several" years and boluses approximately five times per day. Wife was unable to provide additional information. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.